Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemakers was exhibiting under-sensing during mode switches. No changes or intervention was reported. There were no patient consequences.